Event description:
There was wire wrap with the device that caused the nosecone to separate from the device during final removal from the pt. The nosecone became lodged in the sheath, but as the sheath was removed before the wire, the nosecone remained inside the pt's groin. Through open surgery, the nosecone was retrieved. In a follow-up with the vascular surgery fellow, the pt was discharged 24 hours after surgery.